Event description:
It was reported that pump generated cartridge alarm 20 and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily insulin injections as backup therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and return of problematic pump within specified timeframe, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.